Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The complaint is deemed as unconfirmed; the companion samples did not show any malfunction during evaluation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak. The caregiver stated following the patient's treatment, fluid leaked from the cassette when removing it from the cycler. The set was not made available for evaluation. During follow up the patient's pd nurse stated the patient has no infections and was not administered any antibiotics. No additional information was provided.